Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
A replacement procedure was scheduled. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device was explanted and replaced. The device was returned for analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) due to the battery status reaching end of life (eol). Review of the device record revealed the device had declared eol due to a charge time of 31 seconds with a monitoring voltage of 2.68 volts. There was a concern that the battery depleted earlier than expected. No adverse patient effects were reported.